Event description:
A malfunction alarm was reported on the pump with the code malf 12, but no significant events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information, and the caller planned to communicate this to the patient and follow up if any issues persisted.